Event description:
The family member called on behalf of the customer. The family member reported that the customer was hospitalized for dka. At that time, the customer had reported a display anomaly and the customer was advised that a replacement will be sent out. The customer did not apply their back up plan of injections which resulted in hospitalization.